Manufacturer narrative:
The AED (B)(4) was used in a rescue and the rescue team reported that this device did not advance past the "place pads" prompts even though the pads were already placed on the pt. The ems report mentions availability of a spare set of pads, but does not confirm usage of the spare set during this rescue operation. The device was given to the biomedical staff, after the rescue, for evaluation, who were unable to duplicate the failure. The device, battery and an unopened set of pads were returned to csc on (B)(6) 2011. The pads returned were a sealed set that expired in (B)(4) 2010. The pads used during the rescue were not returned by the customer. Quality personnel were not able to find any device problems related to the complaint of pads detection. This incident was determined to be a reportable event, once confirmation was obtained on (B)(6) 2010, regarding the expiration date for the pads used in the rescue. The root cause of this rescue event couldn't be determined. Device eval did not reveal any hardware of operational problems.

Event description:
AED was used in a rescue and the voice prompts would not advance past the "place pads" prompts. Usage of spare set of pads was not undertaken by the ems team as als team had arrived and pt was switched to als monitor, with continuation of CPR to the pt. Ems transported pt to the local ER, where the pt later died.